Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) for genital bleeding. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), fatigue ("extreme fatigue"), urinary incontinence ("urinary incontinence") and tooth loss ("tooth loss - oer 8 teeth"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, urinary incontinence and tooth loss had not resolved. The reporter considered fatigue, genital haemorrhage, pelvic pain, tooth loss and urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) for genital bleeding. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), fatigue ("extreme fatigue"), urinary incontinence ("urinary incontinence") and tooth loss ("tooth loss - oer 8 teeth"). The patient was treated with surgery (salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, urinary incontinence and tooth loss had not resolved. The reporter considered fatigue, genital haemorrhage, pelvic pain, tooth loss and urinary incontinence to be related to essure. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received: case was upgraded to serious incident. Essure insertion and removal date added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.